Event description:
It was reported that during a device change out procedure, the atrial lead exhibited noise which could be reproduced with pocket manipulation. The lead was capped and replaced. The patient was in stable condition post surgery.